Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 she did not see the sensor wire, although she did see the needle outside of the barrel. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.